Event description:
The customer reported experiencing high blood glucose. The blood glucose reading at time of the call was 2914 mg/dl. The customer stated that there was no communication between the insulin pump and the blood glucose meter. Found that the serial number option was off. Assisted the customer to turn the feature on. During the call, the customer mentioned being in the hospital due to a broken hip. The call was disconnected and no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.